Event description:
Consumer reported complaint for physical defect of test strips; complaint was received via letter. Customer stated that 6-8 of the true metrix test strips had been stuck together. Customer did not provide test strip lot information. The customer did not report any symptoms and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 03-feb-2022 to ensure the replacement product resolved the initial concern - able to establish contact with customer who stated she had not yet used the replacement test strips. Customer stated she no longer had the previous test strip lot and was unable to send back to manufacturer.